Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was set up and then it was confirmed that the green buttons were illuminated normally. The surgeon pushed the green button and the device slightly functioned, however it stopped and did not fire. No injury.